Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that it was difficult to induce an arrhythmia during implant testing for this subcutaneous implantable cardioverter defibrillator (s-ICD). Multiple attempts at troubleshooting were performed including inserting an electrophysiology (ep) catheter and trying different parameters. A commanded shock test confirmed normal impedance values. Evidence suggests that the procedure was completed as intended. No adverse patient effects were reported outside of the prolonged procedure. According to additional information, this s-ICD system was explanted due to erosion of the pocket. The replacement was a non-boston scientific product. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that it was difficult to induce an arrhythmia during implant testing for this subcutaneous implantable cardioverter defibrillator (s-ICD). Multiple attempts at troubleshooting were performed including inserting an electrophysiology (ep) catheter and trying different parameters. A commanded shock test confirmed normal impedance values. Evidence suggests that the procedure was completed as intended. No adverse patient effects were reported outside of the prolonged procedure. According to additional information, this s-ICD system was explanted due to erosion of the pocket. The replacement was a non-boston scientific product. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.